Event description:
The pt's parents reported that the pt experienced hypoglycemia (33mg/dl) while at school. The pt was treated by the school nurse with juice and soda. The pump history indicates multiple boluses were performed totaling 48 units. The pt's parents indicated that the pump was locked, but the pt knows how to unlock the pump.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. The pump was placed in the locked position and no unprogrammed boluses were delivered or recorded in the pump history. With the pump locked the bolus screen was unable to be activated. No sticking or hypertensive buttons were observed.